Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure (exact date unknown). According to the complainant, the patient experienced an injury but the exact nature and date of onset of the injury are unknown. It was reported that the mesh appeared to have eroded and was explanted (date of explantation unknown). All other information is unknown and reportedly unavailable.